Event description:
It was reported that a dell handheld device was displaying multiple time values on the magnet activations display. No functional deficiencies were reported. Good faith attempts for product return and additional information have been unsuccessful to date.